Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the numbers on the insulin pump would not stop while she was giving a bolus. Customer's blood glucose was 95 mg/dl. The insulin pump may have been exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. Unable to confirm ramping numbers, failed battery test, or battery out limit alarm due to the unresponsive keypad. The pump also had a cracked reservoir tube lip, a cracked case near the display window corner, and a stained end cap sticker.